Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2016, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, prialt, and baclofen (concentrations, doses, brands, and lot numbers unknown by the reporter) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On(B)(6) 2016 ,the patient reported that he was still not getting good therapy or pain control after a catheter revision in (B)(6) 2016 (see manufacturer's report # 3004209178-2016-04271). The patient suspected the pump and the catheter. There had been volume discrepancies at refills where they were getting 4 ml more back than expected. The pump had not alarmed. The doctor was recommending that the pump be replaced. It was unknown if further troubleshooting would be done on the catheter. Per the reporter, the pump may be replaced as soon as next week. The patient paid out of pocket and did not have insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.